Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Implanting thv in pre-existing surgical valve at tricuspid valve position using the sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) is not indicated for use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The complaint was confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the valve was implanted in pre-existing surgical valve at tricuspid position. Therefore. It was off label for this case. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, and valve under-sizing. Other causes for central leak include improper leaflet coaptation/prolapse, general leaflet damage during preparation (crimping) and/or procedure (e.g. Flailed leaflet, leaflet folds/creases/wrinkles, guidewire damages leaflets), and over expansion of thv (during deployment or post dilation). As reported ''it was an off-label procedure of a 29 mm sapien 3 ultra resilia valve in the tricuspid position in an ew surgical valve via transfemoral approach. Post valve deployment, it was decided to "fracture" the existing surgical valve which resulted in wide open regurgitation''. In this case, the team intended to fracture the pre-existing surgical valve with bigger diameter of non-ew balloon, which was over expanded the valve and over stretched/damaged on the leaflets/ commissures, resulting in central regurgitation. As such, available information suggests that procedural factors (fractured pre-existing valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-01352.

Manufacturer narrative:
Complaint reference number: (B)(4). The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), this was an off-label procedure of a 29 mm sapien 3 ultra resilia valve in the tricuspid position in an ew surgical valve via transfemoral approach. Post valve deployment, it was decided to "fracture" the existing surgical valve which resulted in wide open regurgitation. A 2nd 29 mm s3ur was implanted.